Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8913ds mini tightrope® with inserter serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to device damage. Visual inspection revealed that the outer tube was bent. The sutures and buttons were not damaged. The button was attached to the shaft without issue. The most likely cause(s) of the observed and reported failure is user error and excessive forces, which can damage the device and render it inoperative.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by an arthrex subsidiary employee via email that an ar-8913ds mini tightrope button detached from the inserter and could not be reinstalled. This was discovered during the insertion of the implant during a procedure on 8/28/2024. The case was completed using another ar-8913ds mini tightrope. Additional information received on 9/5/2024: this was discovered during a lisfranc procedure. The button detached from the inserter but was still attached by the sutures. The case was not delayed, and no additional anesthesia was needed.